Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The sensor and blood glucose readings also had discrepancies. The first sensor glucose reading was 160 mg/dl compared to the blood glucose reading of 61 mg/dl. The second sensor glucose reading was 130 mg/dl compared to the blood glucose reading of 47 mg/dl. The blood glucose reading at the time of the call was 192 mg/dl. The customer stated that the device normally has regulated well and declined troubleshooting for low blood glucose. He did not have time to troubleshoot over the phone and advised that he would call back when having issues. Nothing further reported.